Manufacturer narrative:
Unit powered up with a blank display due to a crack in the battery threads. The battery threads are too loose to hold the battery within the battery compartment. Unable to perform the displacement test due to the blank display. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, there's an additional crack in the battery threads that runs horizontally from the belt clip rails across the side of the unit to the front. Also the s/n label located between the belt clip rails has rubbed off and become illegible. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was accidentally dropped while using the restroom and had crack going down the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.